Event description:
Device 1 of 2: MFR. Reference report: 1627487-2019-05078.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR. Reference report: 1627487-2019-05078. It was reported that the patient never had adequate relief from therapy. Multiple programming's were done without success. As a result, the system was explanted on (B)(6) 2019.